Event description:
The physician reported a connection problem with the associated ventricular lead. Specifically, it was indicated that the screw could not be operated appropriately.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
The physician reported a connection problem with the associated ventricular lead. Specifically, it was indicated that the screw could not be operated appropriately.

Event description:
The physician reported a connection problem with the associated ventricular lead. Specifically, it was indicated that the screw could not be operated appropriately.

Manufacturer narrative:
Preliminary analysis showed device operation was within specifications.